Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump had fluid under the screen. Customer's blood glucose level was 72 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent keypad response due to corroded keypad traces. No button error alarm during testing. Insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.